Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that after opening the package of the stent, the user found that the pusher was missing.

Event description:
It was reported that after opening the package of the stent, the user found that the pusher was missing.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. The device has not met specifications. The product was not used for patient treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used ureteral stent kit. Visual inspection of the sample noted the pusher was missing from the packaging. This is out of specification per inspection procedure which states, "all components shall be present and correct." A potential root cause for this failure could be incorrect operation. Labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.